Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient was implanted with a persona tibia and a tm primary patella on (B)(6) 2013. On (B)(6) 2016 the patient underwent a revision for pain. It is unknown if the tm primary patella was revised. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.

Event description:
Pain - revision unknown.